Event description:
On [date redacted] evening, found that the leuer end of the bd maxplus tri-fuse extension set (ref mp-9220-c; lot25019330) was cracked. This was replaced by bd maxzero microbore trifuse extension set (ref mz9266 lot (10)23129280). At blood draw on [date redacted] the next day, the leuer end of this extension set was found to also be cracked. Replaced this with the bd maxzero microbore bifuse extension set (ref mz9265 lot 24119278). Unfortunately, the connection started leaking as soon as the ivf [intravenous fluids] and nahco3 [sodium bicarbonate] infusion was started.